Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." Concomitant products included ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (essure removed and oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, fatigue and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (essure removed and oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, fatigue and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case became serious incident. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.